Event description:
Additional information was received that the patient had their generator explanted. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. It is unknown if the patient had their lead replaced.

Event description:
X-rays were received for review at manufacturer that showed a gross lead discontinuity and additionally, it appeared the lead connector pin was not fully inserted into connector block of the patient's generator. The patient was presenting with high lead impedance. They were last seen in the office prior to the high impedance on (B) (6) 2008 and lead testing was within normal limits at that time. It is unknown at this time if the patient had any trauma or manipulation of the vns device prior to their high impedance being discovered. There are plans to bring the patient back to clinic and program the vns off and discuss future plans for their continued vns therapy.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that indicated that the patient had been seizure free for 6 years. The patient had his vns turned off in 2009 and then was weaned off of his medication. Vns helps the patient a lot but he was able to gain seizures freedom while being implanted and then no longer needed vns. The high impedance did not result in any adverse events.

Event description:
Additional information was received that indicated that product analysis was completed on the generator. The device performed according to functional specifications. No eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.